Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 127.8 mg/dl. Customer states he was playing and stumbled, causing the pump to bump the ground when he fell. The customer was assisted with troubleshooting and the display did not return. Advised pump will need to be replaced the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.